Manufacturer narrative:
As the complaint products were not returned, I-sens analyzed the cause of low reading using a meter of the same model and retained strips (ta22bbtwa). As a result of the control solution test, all results were within the standard range, and also the cv% was within the acceptance criteria (below 5%) which was satisfied to internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Customer stated her glucose monitor way is way off from her doctor's meter. Her meter read 60, then her doctor's read 416. She said this her second meter she has received, and she's had the meter for about 3-4 months. She said she took a reading on her meter earlier in the day before her doctor's appointment, and it read hi. She took insulin and then she went to her dialysis appointment. When she arrived, they performed a blood test on their meter. Their meter read 416, then about 5 -10 minutes later they performed a blood test using her meter and it read 60. This is an 86% variance and in zone c in parkes grid. She said this happened around 11 am this morning. She stated they did not provide any sort of treatment and there wasn't any medical intervention as there was no adverse event. She's had the meter for about 3-4 months. The meter appears to be in good condition. She's not receiving any oxygen therapy. She washes her hands with soap and water and allows them to dry. She stores both meter and test strips inside a medicine bag that she always carries with her. Customer stated she did not like the variance in results and does not know if her meter is reading correctly and she is worried she's either overdosing or underdosing her insulin, so she would like it replaced. Replaced meter, strips and sent rl.